Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2021, with blood glucose of 430 mg/dl. Customer stated that they experienced high fever and extreme tiredness due to high blood glucose. Customer stated that insulin pump does not seem to be pumping out insulin like it should. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.